Manufacturer narrative:
The customer reported a serial number for this device, (B)(4); however, this serial number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low) alarm. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not available; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.